Event description:
It is reported that the surgeon reamed up to 14mm in order to get the stem to press fit in the canal. Surgery was prolonged by one hour.

Manufacturer narrative:
Eval summary: the nominal fit of the implant to the bone preparation is intended to provide an interference fit condition to provide mechanical stability in the absence of bone cement. Depending on pt bone quality, and the amount of bone removed, the remaining bone may not allow the implant to seat with normal impact forces in some cases. While a cause for this specific clinical event cannot be ascertained from the info provided, the common clinical presentation and the date of the occurrence suggests that the event is related to the issues for which zimmer is implementing corrective action. Reference removal report 1822565-7/26/2010-006-r for additional info regarding the corrective action taken. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.